Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, report indicated that the patient developed dry, non bleeding hypergranulation at the stoma site which measured 4x4 mm. It was also reported that, there was mycosis that slowly developed in (B)(6) 2016. On (B)(6) 2016 patient had an appointment at the dermatology department and received candida therapy with avelox 1x1 for 7 days, diflucan 100mg 1x1, and mycostatin zinc-ointment for topical use. On (B)(6) 2016 patient revisited the neurology department. It was detected that the hypergranulation still remains. Therapy consists of cleansing with sodium chloride solution and continuation of mycostatin zinc ointment application. On (B)(6) 2016, report indicated the hypergranulation measured 0.8 mm in diameter and patient was free of pain. Report indicated that on an unspecified date, granulation tissue was chemically burned one time at surgical ward. On (B)(6) 2016, report indicated that after therapy with zinc ointment, the local mycosis has been reduced in size, but granulation tissue still exists.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.